Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break at 158 cm proximal to the connector. The fiber tip was in good condition with no visible defects. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identified the fiber body break. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. It is likely that the break occurred while removing the fiber from its package, while advancing it into the scope, or while torquing the fiber during use.

Event description:
It was reported that the fiber was bent. The procedure was completed with another device. There were no patient complications. Analysis of the returned fiber identified a fiber body break.